Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream sensor was defective. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint of defective downstream sensor. The reported complaint was not confirmed through the occlusion testing. Upon further investigation, it was found that battery compartment damaged, latch lock corrosion, pwa board corrosion and lcd lens nicked. Replaced battery compartment, latch lock, pwa board and lcd lens. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found nothing related to complaint. Probable cause of the complaint was unknown.